Event description:
It was reported the patient experiences burning at the ipg site "three or a week for 30-40 minutes at a time." The patient reports having effective stimulation. The next course of action is undetermined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.